Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, the alarm reoccurred. Customer reverted to using an alternate method of insulin therapy.